Manufacturer narrative:
Eval conclusion does not apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via manufacturer representative. It was reported that the cause of the hcp puncturing the catheter when anchoring the pump down was the suture needle. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), product type: catheter product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for an unknown indication for use. It was reported that the hcp punctured the pump catheter when anchoring the pump down. He had difficulty removing the pump segment connector from the pump - the silicone connector separated from the internal metal portion of the connector and remained on the pump. Hemostats were used to pull off the remaining connector portion. The hcp attempted to place a 2nd catheter on the pump and cerebrospinal fluid began to leak around the connector. The hcp and scrub tech felt that the pump tip was damaged and requested an additional pump and catheter segment. The pump and connector were discarded in sharps while the rep was retrieving additional product from the hallway. The issue was resolved at the time of this report and the patient status was "alive - no injury." No further complications were reported.